Manufacturer narrative:
(B)(4).

Event description:
The customer questioned results for 32 patient samples tested for ca2 calcium gen.2 (ca2) on a cobas 6000 c (501) module. Based on the data provided, the result for 1 patient sample was erroneous and reported outside of the laboratory. The initial ca2 result was 11.5 mg/dl. This result was reported outside of the laboratory. The sample was repeated on an integra 800 instrument and the result was 9.0 mg/dl. The repeat result was believed to be correct. No adverse event occurred. The ca2 reagent lot number was 17896301 with an expiration date of 11/30/2017. The field service engineer (fse) visited the customer site and did not identify an issue. The customer stated the issue occurred right after the main deionized water tank was changed. The fse checked multiple parts of the instrument and no problems were found. The customer ran calibration, quality controls (qc) and precision tests. All results were good. Based on the calibration data from (B)(6) 2017 through (B)(6) 2017 provided for investigation, contamination issues are likely. Qc was run several times on (B)(6) 2017. Qc results run at 2:21 p.m. Were out of range. Qc results prior and after this time, were within the acceptable range. The issue has not recurred since the service visit.